Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Examined the sample and did not find any holes, rips, or tears. Introduced water into the drainage eye and did not find any leakage from the distal end of the sample. Clamped drainage eyes with hemostats and used the syringe portion of the drain connector, attempted to force air out of the drainage lumen while the sample was submerged in water. There were no bubbles to indicate a leak. Inflated the balloon with air while submerged in water and there were no bubbles to indicate a leak. Inflated balloon and found concentricity to be 50:50. The internal concentricity specification for a sample of this product type is 60:40 maximum, so the sample meets the internal specification. Gauged the french size of the sample to be 16 french. The specification is 16 french +/- 2 french, so the sample meets specification. Examined the drainage funnel and did not find any flash or ridge to inhibit connection to urine collecting bag. Unable to reproduce reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the catheter leaked from an unknown source. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked from an unknown source. No patient injury was reported.